Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2013 primary surgery. On (B)(6) 2019 x-ray showed radiolucent line around right greater trochanter. On (B)(6) 2020 x-ray showed clearer radiolucent line around right greater trochanter. On (B)(6) 2020 x-ray showed clearer radiolucent line around right greater trochanter and behind intertrochanter. No infection. On (B)(6) 2021 revision surgery.